Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and inspected. Visual inspection confirms part of tubing is cracked. The complaint can be confirmed. This failure mode has been observed when the tubing is not seated properly on the roller and once secured, it cracks the tubing and cause leakage. This failure has been attributed to mishandling of the device, a user issue. This complaint is approximately 371 days old and despite attempts by mitek customer quality and affiliate business quality to get additional information, none has been made available. Based off the information available to mitek customer quality, there is no patient risk or consequences. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-50524.

Event description:
The affiliate reported via email that product "burst" during the surgery that happened on (B)(6) 2017. It is unknown until this moment if both products burst or just one. We are verifying this information yet. Additional information received via email from the affiliate on 5-16-2017. Type of procedure is unknown, this information was sent to the sales rep to verify. It is unknown if the split in the tubing is where the tubing is placed on the roller, this information was sent to the sales rep. To verify. It is unknown if the photo was for one tubing or both, this information was sent to the sales rep. Verify. Another product that was available in the hospital was used to complete the procedure. There was no delay. There were no patient consequences.